Event description:
A malfunction alarm related to the pump was reported by the customer during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by the technical support team in correctly loading a new cartridge and successfully resumed insulin therapy.